Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they had performed a touchscreen calibration and it passed the touchscreen test. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during daily checkup, the cardiosave intra-aortic balloon pump (iabp) touchscreen had no response. There was no patient involvement reported and no injury or harm reported.